Event description:
The customer reported that after a percutaneous rfa procedure, a red spot appeared on the pt's leg where the pad had been applied. The pt is in good condition. No further pt info is available. Initial eval by tyco healthcare japan qa personnel found the pad had no continuity.

Manufacturer narrative:
(B)(4). The incident device has been received and is under eval. When the device eval is complete, a f/u report will be submitted.